Event description:
Possible premature battery depletion was reported. High rv thresholds were noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device reached normal battery depletion.

Event description:
Possible premature battery depletion was reported. High rv thresholds were noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.